Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced high blood glucose (bg) levels; the level value was not reported. The customer's healthcare provider adjusted the basal and carbohydrate ration settings to better control the bg level.